Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 52 mg/dl; cause was unknown. Cereal was consumed to treat bg level. Additionally, that the battery was depleting quickly which resulted in the pump shutting down. Although requested, customer declined troubleshooting.